Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report that after the clip was released from the delivery system, the clip detached from both leaflets, and remained on the gripper line, and if were to reoccur, has the potential to cause or contribute to a serious injury. It was reported that this was a mitraclip procedure to treat tricuspid valve regurgitation (tvr) with a grade of 4. The clip delivery system (cds 60521u110) was advanced and the clip was deployed on the anterior/septal leaflets. After the clip was released from the cds, the clip detached from both leaflets and remained on the gripper line. The cds and steerable guiding catheter (sgc 60105u248) were removed together, removing the clip successfully. The second cds (60420u122) was advanced to the anterior/septal leaflets and the clip was deployed with moderate tvr reduction. After deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The tvr returned to 4, with one clip implanted. The patient was confirmed to be stable post procedure and no further clips were attempted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use states that: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. This event was reviewed by an abbott vascular senior medical advisor. The reviewer noted there is no evidence of anatomical particularity, but possibly excessive flexing imposed by the angle to approach the tricuspid valve may have resulted in a suboptimal implant. Physician technique and limited experience of treating such cases may also have played a role in inadequate grasping and resulting clip detachment. Based on the information reviewed, the reported complete clip detachment was likely related to the off label use of the device on the tricuspid valve, as the positioning required to place the clip on the tricuspid leaflets may have resulted in a suboptimal grasp on the leaflets. There is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.